Event description:
I had a biomet m2a magnum acetabulum, 54mm, 1 6 neck, a 48 mm head and lateralized #10 taper-lock stem surgically implanted on (B)(6)2005. From that surgery date until my revision on (B)(6) 2008, I developed a huge amount of scar tissue in the surgical site. I also had pain associated with the implant. As mentioned on (B)(6) 2008, I underwent a revision of same hip and the pathology report found reactive chronically inflamed synovium. Surgeon removed thick hypertrophic fibrous scar tissue from within the hip. I have a complete surgical report from this surgery. My symptoms returned quickly, and I had my third revision on (B)(6) 2010. On (B)(6) 2010, an ultra sound of the left hip found multiple enlarged lymph nodes within the left groin, largest of which measured 4 cm. The surgeon who I contacted for a second opinion told me because I have multiple auto immune diseases, that I have developed an auto immune response from the metallic ions that are being released from the metal on metal implant. Therefore, I would need to change out the biomet head and cap and replace it with a ceramic head and plastic cup to stop the reaction that was happening with this metal implant. So as stated, I had my latest revision on (B)(6) 2010. The pathology report at this time showed multiple fragments of secrotic tissue and moderate to marked chronic inflammatory cells consistent with possible metal on metal disease. Dates of use: (B)(6)2005 -- (B)(6)2010. Diagnosis or reason for use: arthritis of left hip.